Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Call transferred from healthcare it regarding an mdt rep that saw system error message 0x75f6f4f5 on their cp during an ins replacement yesterday. Rep reports that cp connected to communicator, but then gave this error message when attempting to connect to vanta ins. Mdt rep restarted their cp but got the same message when attempting to connect to the ins. Healthcare it states that apps are up to date. Mdt rep reports they do now have components with them to attempt connecting at this time, but they will try before their case tomorrow and call back if the same message persists and further troubleshooting is needed. Additional information was received from a manufacturer representative (rep). The rep reported that this incident occurred before battery was implanted in patient. Rep connected to the battery using their communicator and an error code popped up when they attempted to start usage of the new battery. Rep updated the vanta app, interrogated a new battery the next morning and encountered no further issues. This was not a device issue and the issue was resolved.